Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of over 500mg/dl, with nausea, vomiting, confusion, and unspecified ketones, associated with an alleged history settings issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with insulin via injection, and intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, it was revealed the patient had utilized the auto off feature and it occurred too early. The pump basal rate was adjusted by the patient¿s healthcare provider after hospitalization. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.